Event description:
It was reported that the patient presented for device change out due to eri. During explant procedure, visual inspection noted two points on the lead rubbing against the ICD can. The physician elected to repair the lead with medical adhesive and placed a suture sleeve over this area. No electrical issues detected through psa testing and with new device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.